Event description:
Note: this report pertains to one of two resolution 360 ultra clips used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 ultra clips devices were used during a procedure performed on (B)(6) 2025. A problem was encountered with the deployment of the hemostatic clip, wherein the device would not release as intended. As a result, the physician was required to perform a manual release, which led to an unanticipated delay in the procedure. Additionally, the same problem occurred on the other resolution 360 ultra clip device. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. Block h11: investigation results- the returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly with evidence of full deployment and the control wire kinked. Microscopic examination was performed, and it was found that the device has evidence of full deployment and the control wire kinked. Dimensional analysis was performed between the hooks of the bushing and both sides were noted to be within specification no other problems with the device were noted. The reported event of clip would not release was not confirmed. Analysis of the returned device found that the device returned fully deployed. However, during product analysis, it was found that the control wire returned kinked. It is most likely that this event happened due to operational factors such as the application of excessive force during deployment, the use of pliers to extract the control wire in an effort to facilitate clip deployment, and other technique-related actions. Based on all available information and the analysis of the return device, the most probable cause of this complaint is adverse event related to procedure.

Event description:
Note: this report pertains to one of two resolution 360 ultra clips used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 ultra clips devices were used during a procedure performed on (B)(6) 2025. A problem was encountered with the deployment of the hemostatic clip, wherein the device would not release as intended. As a result, the physician was required to perform a manual release, which led to an unanticipated delay in the procedure. Additionally, the same problem occurred on the other resolution 360 ultra clip device. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.